Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, mildly tortuous and 90% stenosed anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified anatomy resulted in compromising the balloon material; thus, resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed, de novo proximal left anterior descending artery (plad). A 2x15mm traveler balloon dilatation catheter (bdc) was advanced to the lesion with resistance due to the anatomy. The balloon was inflated one time to 10 atmospheres (atm) when the balloon ruptured. There was no adverse patient effect and no clinically significant delay in the procedure. An unspecified bdc was used and a stent implanted, successfully completing the procedure. No additional information was provided.